Event description:
In 2006, user facility contacted MFR to return unit for evaluationa nd repair as needed. No indication was given at the time that the device was involved in an incident with a pt. In may 2006, the integra neurospec was contacted by the user facility reporting that the skull clamp was involved in a pt incident. Pt had history of cranial tumor, which was being operated on when the pt sustained a depressed skull fracture. The pt did not sustain a hematoma. The nurse at the hosp was contacted for additional info regarding the nature and extent of the reported incident. The nurse confirmed that the incident involved a child that was undergoing surgery for a cranial tumor resection. After the procedure, it was discovered that the pt had sustained a depressed skull fracture. No hematoma was present. The pt's skull had deficiencies that were unk at the start of the procedure. Requests by the investigator for additional on pt status have yielded no response.

Manufacturer narrative:
The returned clamp was evaluated and was found to be in poor condition. The 80# torque knob tested within specification. The large starburst threads were crossed and needed heli-coil replacement. The swivel base had excessive movement when locked. The approved repairs were performed, and the clamp was returned to the hosp. A device history record review was conducted. No anomalies were reported during the mfg process operation. This is the first documented return of this device. Based upon the investigation and the info provided, co is unable to confirm that the skull clamp contributed to the reported incident.